Event description:
It was reported that the preloaded multifocal intraocular lens (iol) optic broke, and a fragment was observed floating in the eye following implantation or application. It was stated that that they are unable to return the product for investigation. No further information was provided. The issue was reported with two lenses. This report is one out of two. A separate report will be submitted for the other lens.

Manufacturer narrative:
Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: not applicable, as there is no indication that the device was explanted. Section e1: first name: unknown, information not provided. Section e1: last name: unknown, information not provided. Section e1: email address: unknown, information not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.